Event description:
It was reported that the patient's right atrial (ra) lead had a steady decrease in impedance and there is an alleged outer insulation fracture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068 implantable pacing lead (B)(6) 1998. (B)(4).